Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 3.0, lab: 2.1; (B)(6) 2014, 3.4, 2.69; (B)(6) 2014, 4.1, 2.67; (B)(6) 2014, 4.5, 3.5. All tests were run 2-3 minutes apart on each day of testing. Therapeutic range: 2.6-3.5.

Manufacturer narrative:
No lot number information was provided by the patient self tester. Further investigation cannot be pursued because no lot number was available. Tracking and trending will be performed.